Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a button error alarm during normal use. The customer then stated that the insulin pump delivered too much insulin, causing his blood glucose levels to drop. The paramedics were called for assistance. The reported blood glucose reading was 39 mg/dl. Advised that the insulin pump would be replaced. Nothing further was reported.